Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation /investigation. Therefore, the exact cause of the patients' outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure at an unknown date, the surgeon felt that the esg-410 hf generator showed a reduced coagulation capacity after haemostatic action. The intended procedure was completed using the same set of equipment but the patient had to stay in hospital for two days longer than planned.

Manufacturer narrative:
Additional information: b1 - report type device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the hf-generator but found the device to be working correctly. No abnormality, defect, failure or malfunction could be determined. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined. However, since the generator was evaluated as in standard, the reported event/incident can in all likelihood be attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.